Event description:
Reporter noted laser became inoperable during case; treatment with laser discontinued. Completed case doing a buckle. Prognosis reported as good. Cancelled remaining cases for the day.